Event description:
Same case as 2134265-2015-01155 and 2134265-2015-01129. It was reported that automatic pullback failure has occurred. During an angioplasty, intravascular sonography was performed to view an unknown target lesion, however, the sled did not perform pullback to give a long view. Manual pullback was performed to complete the procedure. No patient complications reported and the patient's condition is unknown.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(6).